Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient with an implantable neur ostimulator (ins). The indication for use was noted as non-malignant pain. The patient's medical history included cancer, diabetes, and heart issues. It was reported the patient had let her battery discharge. The patient was in overdischarge. The patient was at the doctor's office getting her device reset. Interventions/actions take to resolve the issue included the patient was given the houston rep to help her charge. No patient symptoms were reported. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient status at the time of the report was 'alive - no injury.' It was later reported the patient was not able to get the ins to charge. The last time the patient had successfully charged the ins was four months prior to the date of this report. The patient was in the hospital and it was unrelated to the device or therapy. The healthcare provider (hcp) indicated they spoke to the rep who told them that if the device doesn't charge, it is in MRI mode. It was further reported that the last the rep heard was that the patient's battery was dead and a device reset did not help her battery. No further complications were r eported.